Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported infection and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: phone_control_ios. Omnipod 5 software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention for hyperglycaemia and infected foot ulcers on (B)(6) 2025 while wearing the pod. The patient reported that the pod was leaking insulin and that they were unsure if the cannula was properly inserted in the infusion site. The patient¿s blood glucose levels rose to 200 mg/dl. The patient reported that they attempted to bring down their blood glucose levels using manual insulin injections however this did not work. The patient reported that they felt that the infection may be causing the hyperglycaemia, however they also commented that the hyperglycaemia may also have been a contributing factor to the infection. The patient was able to bring their blood glucose levels down by administering insulin using the pod, they were also prescribed unspecified antibiotics and was released approximately 4-6 hours later the same day.